Manufacturer narrative:
18-oct-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
No symptoms [no adverse event]. Bristles fall into mouth - oral-b [device breakage]. Case narrative: 73 year old female consumer reported that while she was brushing her molars in the back bottom, she felt the oral-b bristles fall into her mouth. No injury was reported. 09-aug-2023 follow up via pictures: the concomitant product was an oral-b toothbrush, type 3765. The concomitant product lot number was bc71124111. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
No symptoms [no adverse event]. Bristles fall into mouth. Oral-b [device breakage]. Case narrative: 73 year old female consumer reported that while she was brushing her molars in the back bottom, she felt the oral-b bristles fall into her mouth. No injury was reported. 09-aug-2023 follow up via pictures: the concomitant product was an oral-b toothbrush, type 3765. The concomitant product lot number was bc71124111. No injury was reported.